Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "persistent pain." Event is being reported to FDA on one medwatch as the information available indicates that a revision procedure occurred as a result of anterior pain. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013, due to anterior pain. The single peg femoral component was removed and replaced with a twin peg femoral and the tibial bearing was exchanged.